Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hub, hypotube, port/exit notch, inner/outer shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and distal shaft, and the hypotube was broken 72 cm from the strain relief with the fracture faces ovalized, as if kinked prior to separating. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jan-2018. It was reported that shaft kink occurred. The 92% stenosed target lesion was located in the left anterior descending artery. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, it was noticed that the device delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.